Event description:
Boston scientific received information that a low shock impedance measurement was detected on this right ventricular lead. The physician is aware of the issue and will continue to monitor the lead. No remedial action or adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service. No further information is available. This report will be updated if more information becomes available.